Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. Two photographs and one decontaminated sample outside of the original package and without a lot number was received for evaluation. After a visual inspection, the separation of the purple connector can be observed. The reported condition has been confirmed. A formal investigation was opened in order to determine the root cause and implement the appropriated corrective action(s).

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the purple top came apart from the tube without any force on the product.